Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was not confirmed using system logs. However, log review revealed error 2 8a, m b1, m 11, m 18 and c 06. Functional testing confirmed the unit powered on and cauterized successfully across all ports and instruments; however, the display screen is cracked. Erbe log showed error m b1. The complaint was not confirmed based on failure analysis].

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the bipolar on the erbe is not working. The customer has replaced the blue cord. Issue persists. Technical support engineer (tse) asked the customer if they can see if they are getting errors on the erbe. The customer stated no errors. Tse verified no errors in logs. Tse requested to do a power cycle of the erbe. The customer declined. Tse requested to see if they can replace the force bipolar instrument. The customer declined. The customer is continuing with monopolar energy only and has an external generator bipolar setup. The customer would like an field service engineer (fse) to come inspect the system, tse explained, whenever they find a stopping point, to power cycle the erbe and see if bipolar works. The customer stated they will attempt later. Fse to follow up with the customer. Site reported this issue has happened previously the procedure was completing as planned with no reported injury.